Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. Without return of the product and with the limited information provided, a conclusive cause of the clinical observation could not be determined. However, based on the provided information, the valve may have dislodged as a result of the three beat ectopic run of premature ventricular contractions. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Without return of the product and with the limited information provided, a conclusive cause of the clinical observation could not be determined. However, based on the provided information, the paravalvular leak was most likely due to the dislodged valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed. Deployment of the valve began at 2mm below the non-coronary cusp, when the valve moved from the targeted location. An attempt was made to pull the valve higher into the annulus, but was unsuccessful. It was reported that pacing was not used during this event and the electrocardiogram (ECG) indicated a three beat ectopic run of premature ventricular contractions at the moment the valve ¿dove extensively¿. The valve was implanted at 4mm at the non-coronary cusp and 6 mm at the left coronary cusp. A root angiography indicated ¿moderate plus¿ paravalvular leak (pvl). A post implant dilation was completed, but did not reduce the pvl. Subsequently a second valve was implanted, valve in valve. An additional tee indicated no pvl. No further adverse patient effects were reported.